Event description:
Lithotripsy machine failed after less than 100 impulses. Unable to reboot the machine. Remaining cases for the day requiring the lithotripsy machine were cancelled. The equipment was removed by the vendor. The malfunction was within the unit, which was just short of impulses needed for preventative maintenance. The lithotriptor was repaired and is now available.